Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
Tibial loosening, the old tibia was completely loose and removed. A quads tendon snip was performed for better access. Surgeon chose to use a 22 long tibial cone. He also cemented a 120mm stem in with a size 6 tibia and 18mm insert.